Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Functional and simulated use tests were performed. The reported condition was not verified. There was no device malfunction identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient passed away due to an unreported cause. It was not reported whether the patient was connected to the device and performing apd therapy at the time of death (no further details were provided). It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: (remove death, (B)(6) 2017. Upon review of the patient¿s therapy data, it was noted that the patient last used the amia device for automated peritoneal dialysis on (B)(6) 2017. The patient was reported to have passed away on (B)(6) 2017. Therefore, upon medical review, there is no supporting information to conclude that the peritoneal dialysis therapy performed with the amia system, in the weeks prior to death, caused or contributed to the patient¿s death. Additionally, the device passed all requirements on evaluation and no issues were identified during the device evaluation that may have caused or contributed to the reported event. Therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.